Event description:
Patient had fecal management system in for management of liquid stools. In 2007 dr. Discontinued use. Pt continued with large amount liquid stools. Areas on buttocks bleeding and eroded. Had gall bladder removed three days later. Colonoscopy performed on the next day and noted to have a necrotic rectum. Pt expired the following day. Originally device placed in 2006 and was in and out a couple times.